Event description:
It was reported to philips that the system x-ray tube was faulty. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer when the issue occurred, and the procedure was aborted. Philips engineer received that x-ray tube was faulty. No service has been performed by philips as the third party repaired the system and replaced the tube. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was correctly updated.